Event description:
The complaint states that "cgm accuracy" was reported. The sensor was inserted into the abdomen on (B)(6) 2025. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined.

Manufacturer narrative:
(B)(4).